Event description:
It was reported that the rotawire ruptured during burr test. A 1.25mm rotalink plus and 330cm rotawire were selected for use. During the procedure, it was noted that the rotawire ruptured during the burr test. A portion of the wire was blocked on the burr; thus the procedure was completed with another of the same rotawire and rotaburr. There were no patient complications reported.

Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a rotablator rotalink plus device. The advancer unit and burr unit were received together. The handshake connection, sheath, coil and burr were microscopically and visually examined. There are numerous sheath kinks. The burr was received with dried saline in the annulus, so the burr was soaked in hot water to remove the saline. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched and kinked at the handshake connection. Functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr and advanced through the entire length of the device but would not pass the coil damage at the handshake connection. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that the rotawire ruptured during burr test. A 1.25mm rotalink plus and 330cm rotawire were selected for use. During the procedure, it was noted that the rotawire ruptured during the burr test. A portion of the wire was blocked on the burr; thus the procedure was completed with another of the same rotawire and rotaburr. There were no patient complications reported.